Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported would not run and system error 320 which were reproduced. Upon powering on the device and opening the door the device alarmed for system error 320, preventing the pump from being run. System error 320 alarms were verified through a review of the event history log and found to be caused by failed upper latch switch. The upper auxiliary assembly was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not run and system error 320 (latch switch error) messages were found in the event history log. There was no known patient injury or medical intervention associated with this event. No additional information is available.